Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via rep regarding a patient receiving baclofen at an unknown concentration/dose via an implantable pump. It was reported that the patient had cerebrospinal fluid leak and loss of therapy because of catheter pulling completely out of intrathecal space and into subcutaneous tissue. Surgical revision of spinal segment was done on (B)(6) 2021 to correct. Catheter was discarded by the customer and will not be returned. Environmental or external factor that may have led or contributed to the issue was asked but unknown. Patient weight was (B)(6) lbs at the time of the event. The issue was resolved at the time of this report. Medical history was asked but unknown. Patient is alive with no injury.